Event description:
Pt had lt total hip 5/4/94 in which suture was identified as having been used during the procedure. Subsequent to this procedure, pt. Had recurrent dislocation and infections of the wound necessitating further surgeries. Physician felt there was a strong suspicion of a probable relationship between the co suture (now recalled) and these complications.